Event description:
It was reported by service report that the right foot end side rail latch mechanism is broken and the side rail cannot lock in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail latch mechanism.